Event description:
Event description cpi received information that this implantable pacemaker (ipm) system was exhibiting loss of ventricular capture and sensing immediately post implant. The pocket was reopened, the leads were retested using a psa with good sensing and capture noted and then reconnected to the device. The system was then checked using the programmer through the device with excellent sensing and capture noted both before wound closure and one day post-op. It was determined that the leads had been inadvertently switched in the header initially. The device is now functioning properly after the revision.